Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade. A transseptal puncture was performed. Cardiac tamponade occurred. The event was not related to the product defect, though the adverse event was discovered during use of the product. Ablation had been performed prior to identifying the cardiac tamponade. There were no abnormalities observed before or during use of the product.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31396406l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).